Event description:
In 2009, the patient reported that there were air bubbles in her insulin cartridge. She stated that she noticed the air bubble and stated that "somehow I got air in the tubing" while trying to prime the air from the system. She disconnected from her infusion site and no insulin dripped from the end of the infusion tubing when she bolused. On a day prior, her blood glucose was elevated to 342 mg/dl at 11:20pm and she bolused one unit of insulin and went to bed. At 3:30am, her blood glucose measured 330 mg/dl and she bolused 4 units of insulin and went back to sleep. At 5:30am, her blood glucose measured 271 mg/dl and it decreased to 188 mg/dl by breakfast. At the time of the report, there were no air bubbles in the insulin cartridge. A request for training was submitted. A company representative visited the patient four days prior to original date, and educated the patient on filling and changing insulin cartridges. There were no air bubbles present in the insulin cartridge at the end of the training session. Two days later, the patient reported that air bubbles formed in the insulin cartridge after training. She was advised to switch to her backup infusion device for troubleshooting. Six days later, the patient stated that she continues to experience air bubbles while using her backup infusion device. She stated that the air is not moving into the infusion tubing because she is wearing the infusion device inverted. She believes the issue is with the way she is filling the cartridges. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.